Event description:
On (B)(6) 2011, pt reported having kinks in the infusion set cannula while using the infusion sets. Pt stated he would notice concerns 1 or 2 days from the insertion day. Pt reported he experienced elevated blood glucose levels in the 300's mg/dl. Pt's normal blood glucose is 150 mg/dl. Pt stated he would change the infusion headset and bolus to reduce his blood glucose levels to normal range. Pt stated this issue occurred intermittently while using the infusion sets. Pt reported there were times when he smelled insulin and noticed insulin leakage underneath the infusion headset. Pt stated the infusion set cannula was kinked near the adhesives. Pt used the insertion assist plus device to insert the infusion sets. Pt reported he had issues removing the needle box. Pt discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.